Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: the lot number provided, m45c4f, was invalid. Do you have the correct lot/batch number? Can you please explain how the device did not staple correctly? When the device did not staple correctly, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device did not staple correctly, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What color cartridge was being used? I spoke to the surgeon. This stapler is used during laparoscopic appendectomies. He said the stapler mis-fired, that the staples did not align and that ¿staples fell out all over the place¿. We do not track lot numbers of staplers as we use them so it is impossible for me to know. Also I sent the item back and I believe the package was included with the lot number.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device did not staple correctly on the fifth reload. It was unknown if the staples were malformed or if there was an issue with the staple line. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n53m4y. The analysis results showed that one ats45 device was returned with a tr45w cartridge loaded on the device. The cartridge was received fully fired and damage on deck was noted. The found damage on the cartridge deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.